Manufacturer narrative:
MDR . Initial 3 of 3 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
On (B)(6) 2026, patient reported infusion set fell off during use along with bleeding on infusion site. The infusion set was in use for one day to a day and half. The patient replaced infusion set and resumed insulin deliveries successfully.